Manufacturer narrative:
(B)(6). The telephone number is being included in the manufacturer narrative, as the formatting required is not compatible with as2 feed. Sorin group (B)(4) manufactures the inspire 8f dual hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. The incident occurred in genova, italy. This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during extracorporeal circulation, a blood leak was detected from the temperature probe of the inspire 8f dual hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. There was no report of patient injury. Sorin group (B)(4) has been made aware that the user facility submitted a report to the local competent authority. This medwatch report is being filed in response to this action. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that, during extracorporeal circulation, a blood leak was detected from the temperature probe of the inspire 8f dual hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f dual hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during extracorporeal circulation, a blood leak was detected from the temperature probe of the inspire 8f dual hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. There was no report of patient injury. Sorin group (B)(4) has been made aware that the user facility submitted a report to the local competent authority. This medwatch report is being filed in response to this action. The complained oxygenator was returned to sorin group (B)(4) and subjected to visual inspection and air leak testing. Initial visual inspection did not identify any residual blood in the area where the customer described that the leak occurred. During leak testing, the device was pressurized with air at 1 bar for 15 min and no leak could be reproduced; the device behaved as expected. The returned device was found to be conforming to specification. Sorin group (B)(4) cannot exclude the possibility that the reported leak occurred elsewhere in the system and dripped onto the oxygenator at the reported location. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No malfunction was identified and no further action has been deemed necessary. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.